Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and reboot. Functional testing and log download are unable to be performed due to unit does not turn on. The receiver was opened and passed visual inspection. Findings from inspection verified the receiver main pcba u5 is defective and shows battery was drained. The reported event of receiver ceased to function was confirmed. A root cause was determined to be a defective main pcba u5.